Event description:
Patient stated his insurance would not cover any more infusion sets for him because it had not been 90 days, so he continued to use an infusion set for 9 days. Patient reported the infusion set got infected and the infected site caused him to experience elevated blood glucose levels and go into dka. Patient stated he did not receive any occlusion error on the insulin pump. Patient reported his blood glucose level was very high; unsure of how high it became. Patient's normal blood glucose range is unknown. Patient stated he was admitted to the ICU on (B)(6) 2013 due to the infection and elevated blood glucose levels caused by the infusion set. Patient reported he was diagnosed with dka and received treatment for the elevated blood glucose levels and was released the same day. Patient was using a cleo infusion set manufactured by smiths medical; not by our company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).